Event description:
The following was reported by the pt's mother: (B)(6) 2008 - pt began complaining of pain in the left groin and abdomen. Pt presented to the ER with this pain. The ER did a sonogram, which was negative for abnormalities. The pt followed up with his surgeon, and the surgeon suggested having a nerve block done. The pt declined the nerve block.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reports pain in the left groin and abdomen. The pt's surgeon suggested having a nerve block done, however, the pt declined the testing medical records have not been provided and the mesh remains implanted. Additionally, product identifiers have not been provided. With the currently limited info, no conclusion can be drawn.